Event description:
Related manufacturer reference number:2017865-2023-50819. Related manufacturer reference number:2017865-2023-50820. It was reported that the right ventricular lead exhibited high capture thresholds. It was noted that the lead dislodged. During the procedure, the entire system was extracted to an infection. There were no patient consequences.